Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, patient (fused leaflets) and procedural factors contributed to the malposition in a too aortic position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
During a transfemoral procedure with a 29mm sapien xt valve, the valve was deployed too aortic 90:10 aortic/ventricular resulting in moderate paravalvular leak (pvl). A decision was made to place a second valve. The second valve was positioned and landed 50:50 in the previous valve and the annulus. The end result was perfect and there was no pvl noted. As reported, the patient presented with usual anatomy. A tee revealed that two of the three aortic leaflets were fused together. There were some early challenges placing the wire in correct position in the lv but were able to get a good curve and proceeded with the case. The case went according to plan. However, after the bav the doctor opted to go with a "soft prep" on the 29mm sapien-xt valve (-3ml). The valve was positioned in normal fashion 50:50 in the aortic annulus. However, during balloon inflation it was noted that the valve moved aortic 5-8mm. The final position was "too aortic" and ¿barely purchase¿ on the left side of the aortic annulus. The native aortic annulus was mildly calcified, the native leaflets were mildly calcified and mild calcification was noted on the aortic root. The patient had mild mitral annular calcification (mac). Coaxial alignment of the valve and delivery system, and the image intensifier angle were good. There was no loss of pacing capture during valve deployment.